Event description:
On 2/feb/2024, fresenius became aware of this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler who experienced peritonitis and was hospitalized. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain and peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2024 presented with escherichia coli in the culture and a wbc count of 146/mm3. The patient was diagnosed with peritonitis due to constipation and/or potentially a break in aseptic technique. It was explained the patient¿s constipation was due to poor fluid intake and the break in aseptic technique included not wearing a mask during pd setup and treatments. The patient was not initially hospitalized and prescribed intraperitoneal (ip) vancomycin at 1500 mg every three days for two weeks and ip ceftazidime at 1000 mg daily for two weeks. The patient remained on ccpd therapy on the same liberty select cycler at home following this event. On (B)(6) 2024, the patient¿s symptoms intensified, and she was taken to the emergency department leading to hospital admission with the same diagnosis of peritonitis. Antibiotics prescribed to the patient to address her infection by the admitting facility were not reported to the outpatient clinic. The patient¿s pd catheter (not a fresenius device) was removed during this hospitalization due to the nature and severity of her infection. The patient was transitioned to hemodialysis (hd) on a hospital provided hd device (assumed to be a fresenius device, unknown model) for renal replacement therapy for the duration of the admission. The patient is recovering from this event while she remains hospitalized and awaiting discharge to a rehabilitation facility. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd therapy while admitted to the rehabilitation facility with a provided hd device and will continue with in-center hd therapy upon discharge to home. The patient will be reevaluated in 6 to 8 weeks to determine if a pd catheter can be replaced to resume ccpd therapy on the same liberty select cycler at home.